Manufacturer narrative:
B3: unknown; no information has been provided to date.h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not recognize the syringe size. There was unknown patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Device had not previously been in for service. Event history showed invalid syringe size. Invalid syringe size error was found during syringe test and problem was replicated. Replaced size potentiometer to resolve the problem. Device passed all the functional tests.